Event description:
Ous MDR - customer expected greater longevity - device did not last as long as in product specifications. No explant date was provided, but this device was returned for analysis.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri since (B)(6) 2012 due to cold environmental conditions (e.g. Storage, transport). The eri-mode could be successfully reset. Subsequently, the displayed remaining service time at 37:c environmental temperature condition amounted to 3 years and 8 months. The inspection of the pacemaker's memory content revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.